Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation performed on (B)(6) 2022. After setting up the device, where there was no difficulty experienced upon setting it, the device was entered into the patient for tissue capturing. During the procedure, the physician tried to deploy the band; however, it could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation performed on (B)(6), 2022. After setting up the device, where there was no difficulty experienced upon setting it, the device was entered into the patient for tissue capturing. During the procedure, the physician tried to deploy the band; however, it could not be deployed. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code (B)(6) captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that there were two bands attached in the ligator head without the suture thread. The device was observed under magnification and both the ligator head teeth and sutured hole were found in good condition. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator had no suture, indicating that it was released; however, there were still two bands attached. This suggests that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device, or possibly due to the tortuosity or anatomical conditions of the patient. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.